Event description:
The product involved was new and had been in use for approx 5 weeks at 1x/week to give the resident a shower. The shower chair had been used exclusively for this resident only. As the resident was sitting on the chair and being assisted with his shower by a staff member, the right rear leg of the chair collapsed without notice causing the resident to begin to fall. The resident sustained a 7.5cm x 12.0cm x 0.2 cm laceration on his left forearm during the incident. Weekly wound measurements done by skilled nursing beginning (B)(6) 2012. Resident complained of pain in the wound area, and was prescribed: hydrocodone-acetaminophen - 1 tab by mouth every 6 hours prn on (B)(6) 2012. Resident was evaluated by his attending physician and was prescribed: keflex 500 mg for prophylaxis r/t left forearm skin tear on (B)(6) 2012. Dates of use: (B)(6) 2012. Reason for use: difficulty in walking and muscle weakness (generalized).